Event description:
Boston scientific received information that during implant, the physician reported right ventricular lead insertion difficulty into this device's header. The device was successfully implanted and to date, remains in service with no further reported complications.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.